Event description:
Surgeon using robotic spatula. After using it for approx. 5 minutes, it was noticed that a piece of the instrument was loose and "flapping," and then it fell off. Surgeon was able to retrieve the small metal piece from the patient. The settings at the time were blend, cut 4, bipolar 4, coag 4. This occurred during this instrument's 4th surgery; supposedly it had 6/10 lives left.